Event description:
The end user reported that he has a circumferential red rash like area under his stomahesive skin barrier. He stated that it started at the proximal end of his peristomal skin and eventually encompassed all of his peristomal skin under the mass. He also stated he experienced itching and weeping from the area, but now that it is resolving he is no longer experiencing the itching or weeping.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported that he saw his doctor yesterday who prescribed prednisone. He stated that he left the wafer off for the last four days and applied nexcare tegaderm to the affected area. The affected area was not healing. He stated that he has been changing his wafer approximately two times per day since developing the red rash like area and prior to that he was changing his wafer daily. He reported using goof off cleanser, alcohol and/or water to cleanse his peristomal skin. He also uses skin tac adhesive wipes to his peristomal skin and alcohol when needed to remove the skin tac. The end user was instructed on crusting with stomahesive powder followed by allkare protective barrier wipes or water. He was also instructed on the cleaning of his peristomal skin with a soap that does not contain any lotions; moisturizers or creams. It was recommended that the end user use allkare adhesive remover to remove any adhesive, instead of using alcohol; and to use the durahesive moldable convex skin barrier. A return sample for evaluation is not available review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisement and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted.